Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was exhibiting right atrial (ra) lead undersensing and right ventricular (rv) lead oversensing. This led to 1 round of inappropriate anti-tachycardia pacing (atp). The system remains in service. No adverse patient effects were reported. Additional information obtained, the device is also exhibiting intrinsic amplitude out of range., programming changes were made which improved right atrial (ra) lead undersensing.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was exhibiting right atrial (ra) lead undersensing and right ventricular (rv) lead oversensing. This led to 1 round of inappropriate anti-tachycardia pacing (atp). The system remains in service. No adverse patient effects were reported.